Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient had ongoing concern for hemolysis with hematuria. Patient was currently on continuous renal replacement therapy (crrt) and laboratory samples are hemolyzed. Bedside staff reported that the impella appeared deep on echocardiographic assessment, although the attending physician elected not to reposition the device at that time however, repositioning was encouraged for reevaluation. As the patient¿s overall condition continued to decline despite support, the medical team elected to withdraw care, and the patient subsequently expired.